Event description:
It was reported that a diagnostic anomaly resulting in invalid diagnostics was observed on the device. Abbott technical support recommended clearing the device diagnostics to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.